Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 result generated on the architect (B)(6) processing module for a patient. A new sample from the patient was tested and a lower result was obtained. The following data was provided: (B)(6) 2024 sample 1 initial result = 4.57 ng/ml; repeat result = 1.3 ng/ml (B)(6) 2024 sample 2 (new draw) result = 1.2 ng/ml there was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect free t4 result generated on the architect i2000sr processing module for a patient. A new sample from the patient was tested and a lower result was obtained. The following data was provided: (B)(6) 2024 sample 1 initial result = 4.57 ng/ml; repeat result = 1.3 ng/ml. (B)(6) 2024 sample 2 (new draw) result = 1.2 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 07k65, however, an increase in complaint activity for lot 53468ud00 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 53468ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 53468ud00.